Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
The product was evaluated. An external visual inspection was performed and failed due to lcd damage. Pictures were taken. A receiver charge was performed and passed. A receiver boot test were performed and failed due to lcd damage. Functional tests were performed and the lcd test failed. An external visual inspection was performed and passed. The receiver log was downloaded reviewed finding no data within the investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.